Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported the speaker did not produce any sound. Patient involvement is unknown. There was no report of patient or user harm.

Event description:
It was reported the speaker is defective. Patient involvement is unknown. There was no report of patient or user harm.